Event description:
The site reported that a light adjustable lens (lal, sn (B)(6), 18.0d) was explanted prior to any light treatments being performed due to the patient having an unexpected hyperopic outcome post op. The initial lal was explanted on (B)(6) 2023, and was replaced with another lal (sn (B)(6), 23.0d). Rxsight's first awareness of the event was on (B)(6) 2023. This patient was bilaterally implanted and explanted. Reference MDR 3012712027-2023-00033 for the report on the other eye.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The initial lal (sn (B)(6)) had a lens power of 18.0d. The replacement lal (sn (B)(6)) had a lens power of 23.0d. The hyperopic outcome was apparent immediately after implant surgery and no light treatments were performed. The above information suggests that there were no issues with the initial lal that was explanted, instead, the initial lens power choice was not a good fit for this eye. Manufacturer reference #: (B)(4).